Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where no medications were displaying under the patient¿s medication orders, even though the pharmacist confirmed the orders were visible on their end. A technical support specialist (tss) reviewed the patient profile in myqlink (mql) and confirmed that no medication orders were listed. The tss assisted the nurse in overriding the medication, after which the medication was successfully added to the patient profile, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, patient medications did not display on the patient profile. The patient medication list did not show alprazolam 0.25 mg, melatonin 5 mg, or oxycodone 5 mg. Review in myqlink (mql) indicated that the patient did not have any medication orders. Nursing staff reported that they spoke with the pharmacy, who stated that the patient did have an active medication order. There were no delay or adverse events or injuries reported based on this event.